Manufacturer narrative:
(B)(6). Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, a video and photograph of the sample were provided for evaluation. Their visual inspection identified leakage from the warmer connection of the return line. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of prismaflex st150 set, an external fluid leak from return line. Was observed. There was no patient involvement .no additional information is available.